Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged particles in tubing/chamber. The patient alleged nasal/throat irritation or soreness. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged particles in tubing/chamber. The patient alleged nasal/throat irritation or soreness. The patient also alleges nose bleeds section b5 is updated in this follow up report. In section h6, health effect - clinical code : 4458 was missing in previous report , which is correctly updated in this follow up report.